Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The field representative indicated he tried to interrogate this device prior to a case and was unable to with two different programmers. It was noted this occurred prior to a procedure and did not involve a patient so there was no adverse patient effects.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance, this device had no telemetry and a memory download could not be performed. Loss of telemetry communication was first detected when the device was in the box, prior to implanting. Loss of telemetry was confirmed. No sign of abnormality or mishandling was observed on the header and on the can of the device. Analysis found a leaky capacitor resulting in high hybrid current which depleted the battery voltage rapidly.